Event description:
As reported by the user facility: during chemotherapy administration, nurses observe that while there is still fluid in the bag, the IV tubing contains only air due to the onguard connection to the pump. To ensure the chemotherapy infusion continues and to eliminate the air in the line, nurses disconnect the tubing from the patient, prime the line to remove the air, and then reconnect it to the IV bag. This process allows them to successfully complete the patient's treatment.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.